Event description:
It was reported that high impedance was observed on the lead from (B)(6) 2010. Impedance was within range and stable from there on out. Lead was explanted in (B)(6) 2011 and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.